Event description:
Reporter indicated that pt believes that their lead is broken because every time pt turns their head a certain way, the device stimulates and pt experiences pain in the neck and chest area. The pt has reportedly been experiencing continuous discomfort in the left neck, left chest and upper abdomen and continuous muscle spasms in the anterior left chest and upper abdomen. The pain and spasms are reportedly worse with stimulation. It was reported that the pt is receiving good seizure control with the vns therapy and that pt does experience voice change with stimulation. X-rays reportedly revealed that the strain relief loop was essentially nonexistent. Device diagnostic testing was reportedly within normal limits. Device replacement surgery is planned.

Event description:
Further follow-up revealed that the pt underwent explant of the ncp system. It was reported that all of the pt's complaints have resolved with the exception of voice alteration. The pt reported that when they take medications it occasionally feels as though they get stuck in their throat. Re-implant is planned; however, not yet scheduled.